Manufacturer narrative:
The ge rep conducted an onsite investigation. The single board computer was reseated. The system was tested and now operates as intended.

Event description:
The customer reported that the monitors of the 6800 system would not turn on. No pt injury was reported."